Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Ablation was being performed on the left atrial appendage carina with a flexibility ablation catheter when a decrease in blood pressure was noted. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. The patient remained stable and the procedure was rescheduled two days following. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). One flexibility ablation catheter was returned for evaluation. The results of the investigation concluded that the catheter passed ablation simulation testing with no anomalies noted. In addition, electrical testing revealed no contributing anomalies, and the catheter passed an irrigation flow test. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion may have been procedure related.